Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, when the physician rotated the second speedband , the next band could not be deployed. Then the handle was rotated again, the band could still not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved from their position and overlapped.